Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during atrial fibrillation (af) with rapid ventricular response (rvr) resulting in delivery of inappropriate shocks in several episodes. The patient was cardioverted for the af. Review secondary and alternate sensing vectors noted sensing wasn't as good in those vectors. Technical services (ts) reviewed stored device data in the remote home monitoring system and noted the sensing vector has always been programmed to primary and noted previous inappropriate shock therapy due to oversensing. The field representative noted that programming changes were made to change the sensing vector to secondary. No adverse patient effects were reported. This device remains in service.